Event description:
It was reported that the pt's ipg pocket was infected. The pt was placed on oral antibiotics and is now stable. The pt will be re-implanted once the infection clears up.

Manufacturer narrative:
Device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specs and no anomalies were found. Conclusion; the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's med history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding med history.